Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to patient movement since the large hematoma developed to the axillary site with frank bleeding whilst ambulating. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The investigation has been completed since the previously submitted report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient developed a large hematoma to the axillary site. Anticoagulant was held. Site was redressed with surgicel. The hematoma was reduced after a washout and pressure bags overnight. The patient is stable.